Event description:
It was reported that this right atrial lead exhibited noise and oversensing, due to this inappropriate anti-tachy response (atr) episodes were recorded. It was suspected that this was due to a recent procedure being performed, affecting this lead performance, however, it could not be confirmed. Reprograming of the system was discussed. This lead remains in service. No further adverse patient effects were reported. Additional information was received detailing that this lead was surgically abandoned and replaced. No further adverse patient effects were reported.

Manufacturer narrative:
Additional information was added to the following fields: b1: adverse event/product problem. B2: outcome attributed to adverse event. B5: describe event or problem field. H1: type of reportable event. H6: impact codes.

Event description:
It was reported that this right atrial lead exhibited noise and oversensing, due to this inappropriate anti-tachy response (atr) episodes were recorded. It was suspected that this was due to a recent procedure being performed, affecting this lead performance, however, it could not be confirmed. Reprograming of the system was discussed. This lead remains in service. No further adverse patient effects were reported.